Manufacturer narrative:
It was reported that the venous bubble sensor is defective. We getinge were not informed the bubble sensor had a problem. The hospital ordered simply a new one around (B)(6) 2021. A bubble sensor can be handy but not mandatory to use and sure no intervention has been set. It was used on a patient and some maybe false alarms were seen, so they stopped using it and on (B)(6) they tested it." No harm to any person was reported. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2021. The venous bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfiles the error message "venous bubble sensor defective" occurred three times on (B)(6) 2021 and an intervention for a pump stop was not set by the customer. The defect venous bubble sensor was send in for investigation on (B)(6) 2021. The supplier investigated the venous bubble sensor. The most probable root cause was a mechanical wear on the plug and a damaged insulation on the cable. This caused a loose contact of the cable on the sensor. According to the instructions for use, chapters 2.2.5 (monitoring and sensors) and 5.4.4 (bubble monitoring: function test) the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. The review of the non-conformities has been performed on 2022-04-19 for the period of 2016-12-01 to 2022-04-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-12-01. Based on the results the reported failure "error message: venous bubble sensor defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).